Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the battery icon on the perfusion screen displayed a "?". The user also reported a battery alert tone sounded and the battery status led light went out. The user reported a new power manager board was replaced which solved the problem. The user reported surgery was completed successfully and there were no adverse consequences to the patient as a result of this event.